Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the fill stage, where the home patient line stated that the patient line contained air and she did not think she had fully primed the line. She also had the line higher than the heater bag and then dropped the line on the floor prior to connecting (breach in aseptic technique). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. The guide instructs the user to use aseptic technique to reduce the chance of infection when you connect yourself to the cycler, and warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to make sure the end of the patient line is correctly positioned in the organizer. Users are not instructed to remove the patient line from the organizer until after priming is completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy. The patient stated that the patient line was on top of the machine and fell before they connected. There was no patient injury or medical intervention associated with this event. No additional information is available.